Manufacturer narrative:
Device evaluation: deflation: observed, one opening on radius side assessed as surgical damage. Other-technical: not observed particles in valve. Additional observations: crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side deflation. Health professional later reported "hole, non-specific" and "particles in valve". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Health professional reported additional even of "particles in valve". Device has been explanted and replaced.

Event description:
Patient reported right side exchange with no complaint against the device. Healthcare professional later reported deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.